Event description:
It was reported by customer that cs300 intra-aortic balloon pump (iabp) system error is encountered. Test ele.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected fields: b5, h6 medical device ¿ problem code. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse calibrated and adjusted the front-end board. Repair completed. Functional tests performed with positive outcome.

Event description:
It was reported that the cs300 intra aortic balloon pump (iabp) had electrical test failed code 52.